Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo of a loose 5ml syringe was received and evaluated. The syringe contained approximately 3ml of white opaque fluid and had a red tip cap attached. It appeared there was two visible white fluid droplets behind the stopper. Potential root cause for the leakage past stopper defect could not be determined based on the evidence provided. Physical unused samples from the same batch are necessary for leakage testing. Additionally, it was unclear what conditions the syringe was subjected to as the product is sold as non-sterile. Since root cause could not be defined, no corrective actions are necessary at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that azacitidine leaked past the bd plastic non-sterile luer-lok¿ tip syringe stopper after drawing it up. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "azacitidine drawn up manually from reconstituted vial, syringe capped and passed out of isolator for labelling. Noticed by the operator undertaking the labelling. Upon passing out of the isolator room to the final check room the drops of fluid where noted to have moved from the original position."